Event description:
It was reported that 2 pn relion 31g x 6mm 3b needles had leakage. The following information was provided by the initial reporter: material no: 320618; batch no: 0136697 and unknown. Consumer reported finding several that leak. Reviewed the proper allocation to batch numbers. Date of event: unknown status awaiting sample. He discarded ones with issues but has unused ones.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additionally reported medical device lot # : unknown. Unknown device expiration date. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown for additionally reported unknown medical device lot #.

Event description:
It was reported that 2 pn relion 31g x 6mm 3b needles had leakage. The following information was provided by the initial reporter. Material no: (B)(4), batch no: 0136697 and unknown. Consumer reported finding several that leak. Reviewed the proper allocation to batch numbers. Date of event: unknown. Status awaiting sample. He discarded ones with issues but has unused ones.